Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass spec, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter was set to the incorrect unit of measurement. The meter had been previously set to the correct unit of measurement. The pt contacted a medical professional for advice and there is no info, if she received any treatment. This case is being reported as a malfunction, since the unit of measurement appears to be 'spontaneous occurrence' that is not caused by changing the battery; or the pt accidentally changing the settings.